Manufacturer narrative:
Patient exact weight is unknown; reported as normal. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Unknown event date and date of event (B)(6) 2016 both reported on initial medwatch. Unknown event date is correct. It is unknown when the device broke. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient fell down from the stairs and had a humeral fracture. Short after the initial surgery the patient was completely free of pain and had no complaints. It was noted the patient was not compliant; shortly after hospitalization he returned to his normal activities including driving a car and lifting loads. On post-operative x-rays it was visible that the plate was broken. Concomitant reported parts: cortex screw (part 404.026, lot 7963505, quantity 1); cortex screw (part 404.028, lot 8664943, 1735899, quantity 2); locking screw (part 413.022, lot l017849, quantity 1); locking screw (part 413.024, lot 9694106, quantity 2); locking screw (part 413.028 lot l043899, 9909819, quantity 2).

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age & dob not provided for reporting. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). (B)(4). Device history records review was conducted. The report indicates that: DHR review for: part #423.601 / lot #9786513. Manufacturing location: (B)(4). Manufacturing date: 05. January 2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a locking compression plate (lcp) broke. It is not known when the plate broke. The implantation surgery was performed on (B)(6) 2016. While playing cards, the device suddenly cracked when the patient was putting down the cards on the table. The plate broke post-operatively and had to be revised on (B)(6) 2016. Patient harm was pain and a second surgery. The revision surgery was successful. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was performed. The visual inspection has shown that the breakage of the lcp plate occurred at the sixth distal plate hole (dcu part and locking part) in the zone of bone fracture. The following parts were returned as concomitant devices without an alleged complaint condition. Upon visual inspection, there is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed. A 1x cortex screw (part 404.026 lot 7963505). A 2x cortex screw (part 404.028 lot 8664943, 1735899). A 1x locking screw (part 413.022 lot l017849). A 2x locking screw (part 413.024 lot 9694106). A 2x locking screw (part 413.028 lot l043899, 9909819). Based on the topography of the fracture surface, it can be concluded that the lcp plate was subjected to dynamic bending and torsional loads. Constantly alternating load cycles (during movement e.g. Lifting of heavy loads) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the implant. Since the arm was loaded very early the implant had to act as a single load-carrier and stabilizer. The implant could not resist the applied force which finally led to the material overload / fatigue failure. No evidence of material or manufacturing defects was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to 4.5 dcp neutralization plate with lag screw.